Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values reached 542 mg/d and then the patient went to the clinic. For treatment, the patient was given some insulin pens and a manual injection of 10 units of insulin by the doctor. The mother stated that the device would only give 4 units of insulin.